Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting high out of range pacing impedance measurements and loss of capture. The physician suspected a connection issue involving the pacemaker and the ra lead. Surgical intervention was performed and the ra lead was observed to have not been properly inserted into the header of the pacemaker. The ra lead was reconnected successfully and the system continues to remain implanted and in service. No additional adverse patient effects were reported.